Manufacturer narrative:
(B)(4). Additional information received 17-may-2024 reports the issue was detected "during the attempted insertion through the skin/dilatation. I noticed that this was unusually difficult. I then stopped dilating the skin and realised when I removed the dilator that it had split open at the tip." It was also reported that the condition of the patient was "stable" and there were no health consequenced or harm to the patient. The customer report of a damaged dilator tip was confirmed by visual inspection of the customer supplied photo. The images show a de formed/split dilator tip; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported "dilator splits open at the tip ".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "dilator splits open at the tip ". Additional information was requested from the customer; however, there is no additional information available at this time.